Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. All quality assurance testing is performed during the manufacturing of the product met specification requirements. There were no samples returned for evaluation therefore the reported condition could not be confirmed. The most likely root cause indicates that the reported issue could occur during the procedure if there are any deviations to the instructions for use (IFU). The IFU instructions for the proper insertion of the feed tube and extraction of the stylet for stylet placement state: using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating. The root cause for the reported condition cannot be specifically identified therefore corrective action will be limited to the manufacturing awareness this time. The current process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that multiple attempts were made to pull the guidewire out of the feeding tube but there was resistance. When pulling the guidewire, the entire tube would crinkle and move upward. Eventually the tip of the guidewire broke off in the nurse's hand. The patient was scanned and no foreign object or debris were found in the patient.